Manufacturer narrative:
The sample has not been returned for evaluation. The investigation is in progress. A follow-up report will be submitted upon investigation completion.

Event description:
The reporter indicated "the first failure was from an ij approach and the filter deployed upside down."

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
No similar complaints was found related to this lot number. A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. After the third notification, the sample was still not returned for evaluation. Additionally, no photographic or visual evidence of any kind was provided, which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed. If the customer provided any evidence, image, or video, the cartridge snap fit with the delivery catheter sheath and filter were deployed upside down during the procedure. The customer did not provide any information. After the third notification, the complaint was closed. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.